Manufacturer narrative:
(Device available for evaluation?) - corrected data /inadvertently not checked on initial MDR. Device evaluation: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(4), and a specific cause for the patient¿s infection could not be conclusively determined. The pump was returned assembled with the driveline (dl) severed approximately 9.5¿ from the pump housing and the distal portion of the dl was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that patient had an infection that onset on (B)(6) 2018 secondary to trauma. A wound culture was positive for serratia marcescens. Treatment for the infection included ongoing intravenous (IV) antibiotic and multiple surgical debridements. The patient was listed as status 1a on the heart transplant list due to the driveline infection. A donor heart became available and the patient was transplanted on (B)(6) 2018. No further information was provided.